Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4 (UDI no.), d9, e1 (event site telephone), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected fields: d4 (exp date, version or model no., catalouge no.), d7a, d8, g4 (PMA/510(k) no.), h4, h6 (medical device ¿ problem code, component code). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Due to character restrictions in block e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during intra aortic balloon (iab) therapy the wrapping on the iab catheter came undone and it became impossible to insert.